Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No prime anomalies were noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that she changed her set and completed the fill tubing process, but it does not ask if she sees any drops. Customer stated that it starts the priming process again and asks if she is disconnected. Customer's blood glucose is 400 mg/dl. Customer was in the process before the set change. Customer stated that they are unable to exit the preparing to prime loop. Customer was disconnected and troubleshooting was performed. Customer stated that she did not receive a 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.